Event description:
Customer reported via phone, she was having issues with the button on the insulin pump and the sticker had melted off. Customer stated she had fallen asleep and when she woke up the sticker that covers the five buttons had come off. Customer's blood glucose was 313 mg/dl. Customer was wearing the device in her bra while she fell asleep. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device to undergo further testing.

Manufacturer narrative:
The insulin pump was received missing keypad overlay. The insulin pump was unable to perform unit basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing keypad overlay. The insulin pump was received with minor scratches on lcd window and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.